Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included abdominal bloating, constipation and colonoscopy (colonoscopy for constipation). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus 7.8 x 5.7 x 5.0 cm. The uterus is anteverted with nonnal echotexture. The endometrium is 3.2 mm. Left ovary 3.1 x 2.0 x 2.2 cm. Right ovary 3.6 x 1.9 x 1.6 cm. The essure coils are noted to be normally situated at the bilateral cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2021: medical record received. Reporter information added. Patient date of birth added and reporter causality comment updated. Medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included abdominal bloating, constipation and colonoscopy (colonoscopy for constipation). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus 7.8 x 5.7 x 5.0 cm. The uterus is anteverted with nonnal echotexture. The endometrium is 3.2 mm. Left ovary 3.1 x 2.0 x 2.2 cm. Right ovary 3.6 x 1.9 x 1.6 cm. The essure coils are noted to be normally situated at the bilateral cornua. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("significant pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("significant pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.